Event description:
It was reported that the left ventricular (lv) lead lost capture. The lead was cut in situ and replaced. During the revision it was noted that the r waves were low on the right ventricular (rv) lead, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5866-38m adaptor, implanted (B)(6) 2014; 5071-53 lead, implanted (B)(6) 2014; 4965-50 lead, implanted: unknown; 5076-52 lead, implanted (B)(6) 2010. (B)(4).